Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), it was noted that at the first follow up check the parameters were normal. It was noted that the patient did not come back for future follow-up visits. Approximately four months later, a crt-d device alarm triggered for recommended replacement time (rrt) during a subsequent follow-up visit. It was noted that the crt-d battery was depleted prematurely. The crt-d was scheduled for explant. No patient complications have been reported as a result of this event.